Event description:
The following was reported to hamilton medical ag: summary: the ventilator doesn't make the boot and remain blocked.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esms boards defective. Correction: replace esm boards.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esms boards defective. Correction: replace esm boards. Hamilton medical ag complaint number: cer 143636 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator doesn't make the boot and remain blocked.